Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. The display was frozen on the home screen. The customer¿s blood glucose was in the 300 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.